Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. About four months prior to the receipt of this report, the pt experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The pt went to the pd clinic and was treated in the pd clinic with an unspecified antibiotic instilled into the solution bag. The patient was then sent home on unspecified oral and ip (intraperitoneal) antibiotics. On an unreported date, the patient reportedly was recovered from this event of peritonitis. The following month, the pt experienced recurrent peritonitis manifested by cloudy pd effluent and abdominal pain. The pt was again treated with unspecified oral and ip antibiotics. The pt was not hospitalized for either episode of peritonitis. The cause of peritonitis was unknown. On an unreported date, the pt was retrained on proper aseptic procedures for pd therapy. At the time of the last pd analysis and culture, the peritonitis was resolved, and the pt was recovered. On an unreported date in same month as this report, the pt was hospitalized for an insertion of a fistula to perform temporary hemodialysis as a backup. The pt will be going on an unspecified day within the week to have a new pd catheter inserted. The new pd catheter is being inserted due to the recurrent peritonitis event. At the time of this report, the patient?s pd catheter was still being used and dianeal and extraneal therapies were ongoing. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The peritonitis was initially experienced on an unreported date in (B)(6) 2013. A review of all batch record documents was performed for potentially associated lot number h13c08036 with no issues noted during the manufacturing process. There were no deviations from standard procedure. The exception summary was reviewed for this batch with an exception noted for the batch, however, the exception did not indicate any issues related to the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Same patient as (B)(4).